Manufacturer narrative:
H6; code 400: broken piston gear/appears that firing stroke was started, released, then restarted. Based upon the inquiry info received and the visual examination, it was concluded that the returned cartridge had bent lockout tabs on the pan which indicate the firing cycle was stopped, released, thenr restarted. The instrument was returned with a broken pinion gear. No testing could be performed due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred.

Event description:
During a laparosocpic assisted vaginal hysterectomy the surgeon could not fire the tsb35. There was no consequence to the pt. 1/27/97 another tsb was used to complete the case. Clinical follow-up 1/27/97 1200 spoke to someone at hosp who said to call after 2pm. 1/27/97 1630 message and 800 # left for surgeon to call back. 1/27/97 1645 surgeon returned call and stated the device crunched once and he could not fire it at all.